Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Should have been product problem (e.g., defects/malfunctions) instead of adverse event should have been blank instead of other serious (important medical events) report type should have been malfunction instead of serious event.

Event description:
Reportedly, the ipg was set into surgery mode prior to the unrelated surgery., however, post surgery the patient was unable to connect to the ipg using the patient controller. A company representative met with the patient and was able to connect to the patient's ipg, which resolved the issue.